Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was in good physical condition. The device primed using multiple cassettes and administration sets as well as the set provided by the customer that the issue originally occurred on. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion alarm occurred when attempting to prime the pump. It occurred at the initial set up of the infusion when attempting to prime the pump. Pump alarms ¿downstream occlusion¿ when not attached to the patient at time and little to no fluid passes through the set, all clamps were open. Troubleshooting prompts followed, and alarm continued. Set was removed, reinserted multiple times, and problem was not resolved. New set was inserted into the pump and the alarm continued. The pump was abandoned, and the event was able to replicate on this pump. Event occurred at hospital during pre-test. There was no patient involvement.